Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump volume was too low on multiple occasions. There was no reported impact to customer's blood glucose. Reportedly, customer will continue to use pump for insulin therapy.